Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls were as expected on the day of event and no system issues were noted. Upon follow-up the customer stated that no other urine patient samples were affected. The cause of the discordant, falsely low ualb_2 and upro results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low urine microalbumin_2 (ualb_2) and total protein urine (upro) results were obtained on one patient sample on an advia 1800 instrument. The discordant results were reported to the physician(s). The sample was repeated for ualb_2 with a new reagent lot on an alternate advia 1800 instrument, resulting higher. The sample was also repeated for upro on an alternate advia 1800 instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ualb_2 and upro results.